Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to unknown reason. Cylinder and pump explanted and replaced. Reservoir left in service. Additional information was received. Cylinder was ruptured, device was not working,

Manufacturer narrative:
Field change: b5, e1, h6.

Event description:
It was reported that patient was booked for a replacement procedure of his inflatable penile prosthesis (ipp) due to device was not working. Upon removal, there was an evident hole in the cylinder at ps junction. Surgeon thinks perforation was during use. Cylinder and pump were explanted and replaced. Reservoir was left in service.